Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high", although a specific value was not provided, with high level of ketones, which were identified as dangerous by healthcare provider. The customer received assistance with addressing the elevated blood glucose by parents with a manual dose injection. The customer changed supplies to resolve the issue and resumed insulin therapy.